Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type programmer, patient. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving bupivacaine (concentration 10mg/ml, dose 4.5mg/day) and morphine (concentration 8mg/ml, dose 3.5965mg/day) via an implantable pump. The indication for use was noted as malignant pain and other (carcinoma). On this report date, a drug related programming error was reported; the drug dose was entered incorrectly, the nurse stated that they entered a daily dose of 5.382 mg/day which is the total daily dose with all patient activated (pa) boluses. Based on the calculation, it seemed this number was also used as the old drug desired dose. A process of stopping the bridge bolus in progress and correcting the programming to the prescribed dose was reviewed. The nurse stated that they would correct the programming but did not plan to account for the approximately 5hrs that had lapsed since the initial update, the nurse understood that this could affect the drug delivery at the end of the bridge bolus. There were no symptoms reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was an incorrect calculation that occurred prior to putting them into the programmer. The serial number of the clinician programmer was requested, however this was not provided to the manufacturer.